Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance and high threshold. At first it was suggested lead fracture. During the lead revision, it was found that the problem is probably due to connection failure. The lead was revised. No patient complications have been reported as a result of this event.